Event description:
It was reported the patient had a return of pain symptoms following difficulties recharging. Approximately a day and half before report the patient's stimulation stopped. The patient had a broken recharge belt and was unable to recharge their device. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 249360004, implanted: (B)(6) 2010, product type: accessory. (B)(4).